Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): there is no visual blockage of the inlet flow tubing or the outer flow tubing; the fiber was tested with the flow rate test; there is no flow of sterile saline for irrigation solution; the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap does exhibit detritus. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the inlet flow tubing failure is: physical and/or thermal damage/or other blockage; the probable root cause of the cap failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).

Event description:
It was reported that the cooling system from the moxy fiber was not working. 3,000 joules used. Gland volume 20 ml. Time expended less than 1 minute. The procedure was completed with a second fiber. There were no damages to the patient.